Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 200 mg/dl. Troubleshooting could not be performed because insulin was squirting out during the manual prime. The customer stated that she believed the cause of the event was a virus, which caused the customer to be unable to eat. In addition, the customer was taking medications to treat the virus that may have caused her blood glucose to drop. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.